Event description:
It was reported that on (B)(6) 2016, a patient presenting with abdominal aortic aneurysm and common iliac aneurysm was treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. On (B)(6) 2021, it was detected that the endograft has migrated. On (B)(6) 2022, the devices were explanted and the patient was treated with open repair. It is unknown what clinical signs the patient presented with prior to the explant.

Manufacturer narrative:
Concomitant medical products: gore® excluder® iliac branch endoprosthesis - sn (B)(4). Devices were explanted. Current locations unknown. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2016, a patient presenting with an abdominal aortic aneurysm and a common iliac aneurysm was treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. On (B)(6) 2016, the maximum aortic diameter was measured at 62.7mm x 70.0mm as measured by cta. On (B)(6) 2016 , the maximum aortic diameter increased to 81.7mm x 89.9mm as measured by cta. On (B)(6) 2021, it was reported by the physician that the endograft has migrated distally 8 mm due to disease progression and steep neck angulation. An evaluation of imaging provided by the physician was analyzed by gore® and the findings showed that the device migrated distally 2.8 cm along the outer curve length of the aorta. On (B)(6) 2022, the devices were explanted and the patient was treated with open repair.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: two time-points are available for evaluation: post-implantation cta¿s dated (B)(6) 2016 and (B)(6) 2021. There is no contrast identified outside the implanted devices on either cta submitted for evaluation. No endoleak can be confirmed. The right renal artery is the lowest renal artery. There is an aortic angulation just distal to the right renal artery. Comparisons: length from the right renal artery to the proximal circumferential device appears to be: (B)(6) 2016 - 2.4cm. (B)(6) 2021 ¿ 4.2cm. These findings are consistent with device migration. Images show increased thrombus on the (B)(6) 2021 study. Aortic diameter just distal to the right renal artery is: (B)(6) 2016 ¿ 24.4mm. (B)(6) 2021 ¿ 35.5mm, with thrombus. These findings support disease progression. Maximum aaa diameter: (B)(6) 2016 ¿ 62.7mm x 70.0mm. (B)(6) 2021 - 81.7mm x 89.9mm. These findings support aneurysm growth. Maximum iliac diameters: (B)(6) 2016. Rci ¿ 32.4mm, lci ¿ 29.0mm. (B)(6) 2021. Rci ¿ 27.3mm, lci ¿ 31.3mm. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to component migration.